Event description:
It was reported that a cadd legacy pump was broken. The metal parts on the top left-hand side of the pump (next to the screen) were broken. The lcd displayed the correct pump rate. Despite this however, the patient reported that they experienced a sudden onset of headache and flushing. They immediately switched to their back up pump as a result. The backup pump was functioning as intended. The patient was able to successfully continue their life-sustaining infusion. No further complications were reported in relation to this event. A replacement pump was sent to the patient.